Event description:
The patient is claiming injuries sustained as a result of the implanted lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information added: the lead was explanted.